Event description:
It was reported, the patient¿s implantable neurostimulator (ins) was explanted. It was noted, the patient never had therapeutic effect and they had stimulation in the wrong location. It was stated that diagnostic tests and troubleshooting included impedance testing, x-rays, and reprogramming. It was noted, the patient never had greater than 50% pain relief. It was stated, the patient had ¿uncomfortable stimulation¿ in the abdomen and groin that could not be avoided with reprogramming. It was noted the patient status at the time of report was alive and no injury. It was stated, the ins was explanted at the patient¿s request. It was noted, the patient¿s health care professional had suggested moving the leads to a better location to yield better results but the patient had opted for the ins explant.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no significant anomaly. It was noted that the battery was overdischarged and permanently damaged. Analysis of the first lead found no significant anomaly. It was noted that the lead body had been cut through and the product was segmented. Analysis of the second lead found no significant anomaly. It was noted that the lead body had been cut through and the product was segmented.

Manufacturer narrative:
Product ID 3777-60 lot# serial# (B)(4), implanted: 2011 (B)(6), explanted: 2013 (B)(6); product type lead product ID 3777-60 lot# serial# (B)(4), implanted: 2011 (B)(6), explanted: 2013 (B)(6); product type lead product ID 37743 lot# serial# (B)(4); product type programmer, patient product ID 37752 lot# serial# (B)(4); product type recharger. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.